Event description:
The hcp reported the pump was removed for "battery depletion" after an implant duraton of 47 months. It was replaced and returned to the MFR for analysis. A follow up report will be sent when additional info is received.